Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use for an emergency procedure at the time of the event. The procedure was delayed, but it was unknown to the customer how it was completed. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the reported problem. The customer reported that the issue had persisted even after deleting the old exams. The analysis of the system log file confirmed the issue, but it was not confirmed as a malfunction because the log file does not suggest. The rse requested an onsite visit to check. A philips field service engineer (fse) went onsite and wiped the x-ray pc hard drive, reloaded pc software and reinstalled the backup verified database. After functional checks, the system was returned to use in good working order.

Event description:
It was reported to philips that the system gave an alert indicating image disk space was low, preventing imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.